Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during manual priming process. The customer's blood glucose was 170 mg/dl. The customer does not use the sensor feature. The drive support cap was normal. The device was replaced. Nothing further was reported.